Manufacturer narrative:
B3: date is unknown, so estimated date was entered. Model number/catalog number: 72404131. Serial number: n/a. Batch/lot number: 1100567355. Model/catalog description: belt cuff fgs 4.5 cm iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100639808. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). At this time, the investigation is in progress. A supplemental report will be submitted once the investigation is complete or additional investigation details become available.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) implant device found their pump was no longer cycling. The patient tried pushing on the sides of the pump block attempting to activate and deactivate the pump. A surgical procedure was performed during which the pump was explanted and replaced. Upon explant, the physician noted the tubing was too short and the pump was riding up. There were no patient complications reported.